Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not power on despite showing a solid green indicator when placed on the charger, and after repeated attempts over several days the device fully depleted and would not recover; troubleshooting included charger reconnection, observation of two indicator blinks on reconnect, photo confirmation, and education on shutdown and return, after which a replacement was issued and the original was pending return. Symptoms included no adverse health effects and no impact to blood glucose, as the user continued cgm monitoring. Outcomes included a device replacement with instructions for data handling and return shipping. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.